Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor failed detect and treat testing. The cause for the test failure was isolated to oxidation on connectors j1002 and j1003. Oxidation build-up on the connectors increased the resistance, causing the failure. An internal corrective action has been initiated to investigate the oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor cannot run detect and treat testing.